Event description:
Reporter alleged customer was experiencing hypoglycemic symptoms so she gave him 1/2 glass of orange juice. Reporter stated she called the rescue squad and their meter read 43 mg/dl compared to the customer's aviva system result of 122mg/dl when testing was performed within 5 mins of each other. Reporter indicated the emergency medical technicians (emts) from the squad treated the customer with a glucose IV before transporting him to the hosp for observation. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.